Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) waist pack exhibited damage at a fastener. The waist pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the waist pack (lot # 1296680) was not returned for evaluation. The reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damage fasteners can be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.